Manufacturer narrative:
Device evaluation:analysis of the returned device identified: broken plug strap and opening on anterior. Microscopic analysis was performed which identified: striated opening on anterior and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening shell and broken plug strap assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to concerns with the 468 saline devices.

Event description:
Healthcare professional reported left side exchange due to concerns with the 468 saline devices and added "hole on valve side". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, g1.

Event description:
Healthcare professional reported left side exchange due to concerns with the 468 saline devices and added "hole on valve side". Device has been explanted.